Event description:
It was reported that the patient visited the emergency room (ER) due to what they thought to be diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 4 and 24 hours on the leg. The healthcare professional discarded the pod. Symptoms reported include hyperglycemia, high ketones, vomiting, nausea and stomach pain. The patient was treated with intravenous fluids, saline fluids and a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.